Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, while device assembling the surgeon experience difficult loading the reload, however it was able to attached and cycled. When the surgeon attempted to fire it, the device able to enter into firing mode however, it could not be fire. The device "jammed" due to the adapter came off 1 quarter inch, it was still attached with the device but jaws stayed closed and locked on the tissue. To resolve the issue the surgeon used retraction tool to removed the device from the patient and new adapter and reload was used in order to complete the case. The surgical procedure extended for more than 30 minutes due to the device issue. There was no patient injury.